Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional noted, "hole non-specific". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease sharp on radius and brown particles inner fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional noted "hole non-specific." Device has been explanted.